Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, during an abdominal contrast-enhanced CT scan, a contrast agent was injected through an indwelling needle. During high-pressure contrast injection, the mid-section of the needle ruptured, causing leakage and rendering it unusable. The radiology technologist and nurse immediately replaced the indwelling needle, provided reassurance and explanation to the patient, and successfully administered the contrast using a replacement needle from the same batch. This resulted in a second needle insertion for the patient. To date, only one case has been identified within this batch.

Manufacturer narrative:
1. DHR/bhr review (lot#5132888): 1)this batch of products were assembled at intima ii auto line (B)(6) 2025, and packaged at cfs package line in may 2025. Work order quantity was (B)(4). 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. The customer returned two photos and did not return the defective sample. The photos show: the sku is 383007, and the lot number is 5132888. The sample has been used, and blood is present inside the extension tube. 3. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch. The test is passed, and no abnormality is found at the extension tubing. Please refer to the attached test report. 4. Sku 383007 is an intima ii product (pvc extension tubing). The intended use for the bd intima ii product is the intravascular administration of fluids. The maximum pressure the product can withstand is 45 psi (300kpa), and this product has never been declared to be used for high-pressure injection. If the instantaneous pressure through the product exceeds 45psi, the pvc extension tubing has the defects probability of expansion and burst. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s) : no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product of this sku has never been declared to be used for high-pressure injection, and the defective sample has not been received for further examination, the root cause of the sudden rupture of the extension tube cannot be confirmed to be related to product quality.

Event description:
No additional information available.